Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that a battery error had occurred on the imaging system. It was reported that there was a connector that had loose contact and could lead to the intermittent issue. The connection was reseated and functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform image acquisitions. Restarting the imaging system did not restore functionality. The surgeon opted to complete the procedure with a c-arm rather than a medtronic imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.